Manufacturer narrative:
Patient age at the time of the event unknown/ not provided. Patient weight unknown/ not provided. Device lot number unknown. Product not returned.

Event description:
It was reported that the abutment screw (iunihg) fractured inside unknown implant. Doctor tried to remove the fractured abutment screw from the implant but could not remove, later patient was sent to surgeon to remove the unknown implant.

Manufacturer narrative:
(B)(4). No device was returned for investigation. The returned x-ray shows the unknown implant in the surgical site. It is confirmed that this device contains the fractured screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which necessitated implant removal. The alleged event was confirmed following inspection of the returned x-ray. A root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.